Event description:
It was reported that during sports the user disconnected from the ilet, experienced recurrent hyperglycemia with maximum glucose of 401 mg/dl, and upon reconnection the ilet delivered a large correction that was followed by a rapid glucose drop prompting food intake to avoid hypoglycemia; the event was documented as a high glucose issue and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia, dizziness, irritability, thirst, and heavy breathing, as well as malaise. Outcomes included no health consequences or lasting impact. Investigation included communication and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding the device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial